Manufacturer narrative:
Per -3929 final report: additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma prior to the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none were provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported periprosthetic fracture has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit cf / trinity revision of the stem and ceramic head after 2 months and 9 days due to peri-prosthetic fracture.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trifit cf / trinity revision of the stem and ceramic head after 2 months and 9 days due to peri-prosthetic fracture.